Event description:
The patient further alleges "I can not play basket ball to much anymore, I can't ride bikes anymore - my leg hurts and gives out if I'm trying to run-jump-pedal a bike. It's like I can feel it moving and poking me at times. It's very painful." The patient also alleges limitation with "bending & lifting - running - jumping - walking up steps riding bikes - playing basket ball - football" and states "I experience depression and anxiety all though I have never seen a doctor for these conditions."

Manufacturer narrative:
Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, embedment, physical limitations, depression, anxiety, and low back pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The product is manufactured and inspected according to specifications. The following allegations have been investigated: pain, embedment, physical limitations, depression, anxiety. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Report from CT (computed tomography): "filter type: cook. Filter position: below the renal veins. Filter migration: none. Filter bent/fractured: none ivc stenosis: none. Filter tilt: yes, see impressions. Filter penetration: yes, see impression. Impressions: the filter is tilted anteriorly with its cone lying on the wall of the ivc possibly embedded within it. The legs of the filter have penetrated through the wall of the ivc into the pericaval/mesenteric fat. Addendum: filter type: cook gunther tulip. The anterior strut penetrates 12 mm through the ivc wall. Sagittal image 43. The left strut penetrates 7 mm through the ivc wall. Coronal image 15. The posterior strut penetrates 11 mm through the ivc wall. Sagittal image 45. The right strut penetrates 9 mm through the ivc wall. Coronal image 14."

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference# (3002808486-2019-00761). Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc informs that all future submissions regarding this complaint will be handled under manufacturer report number of this initial medwatch report. (B)(4). This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the femoral vein due to pe (pulmonary embolism) and dvt (deep vein thrombosis). Patient alleges embedment, tilt and vena cava perforation. On (B)(6) 2017, report from CT: "low back pain... An ivc filter is noted." On (B)(6) 2017, report from CT 2: "the filter is tilted anteriorly with its cone lying on the wall of the ivc possibly embedded within it. The legs of the filter have penetrated through the wall of the ivc into the pericaval/mesenteric fat."